Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported an unexpected refractive surprise in the right eye of a patient with corrected visual acuity, and a manifest refraction spherical equivalent treatment value was greater than one diopter after lasik surgery. There are two related reports for this event. This report addresses the unknown patient initials in the right eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after surgery date. Most recent technical site visit on confirmed device met specifications as per service and installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system successfully passed all initialization steps. The logfile shows twelve successfully performed treatments on that day. The logfile shows that the reported treatment right eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause of the reported event was found to be unrelated to the device, as the performed treatment was based on inappropriate data per the provided clinical information. The manufacturer internal reference number is: (B)(4).